Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, a loss of capture was noted on the right ventricular (rv) lead. X-ray imaging was conducted which confirmed the dislodgement of the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
Additional information: the reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be fully extended and retracted. The full helix extension length was measured to be within specification. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.